Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
End-user states that an older rollator he had broke at the horizontal bar. End-user does not remember anything else about the rollator and did not have a model number.